Event description:
Customer reported the system shut down on its own and will not restart. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restored the camera connections. System operates as intended.